Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient recharges for 3-4 hours per night and it does not go to full. This has occurred for the past couple weeks in (B)(6). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported they were having a rough time charging. The patient stated it seems like they sit there for a couple hours and their device doesn¿t charge. They reported that they do not know when the issue began. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating it was sometimes taking 5 to 6 hours to charge.